Event description:
Information received from the field notes that in this very thin patient, the device could not be interrogated. Only when the telemetry wand was placed well below the device, the screen temporarily flashed telemetry in progress, but then reverted to the message "position head". All other telemetry wand positons produced the position head message. Subsequently, the device was replaced.